Event description:
The customer reported that their olympus halogen light source would not power on during a diagnostic procedure. According to the initial reporter, the staff completed the case using another similar device with no patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. During testing, the device powered on as expected. However, it was noted that the plastic surrounding of the power socket was damaged. Additionally, the foot was missing and a poor air pump was causing insufficient air feeding. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and the inability of the repair department to replicate the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.